Event description:
It was reported to philips that the large display could not be controlled, and no image was shown. No harm was reported to philips. Philips has started an investigation of this complaint.